Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned, analysis was performed, and no anomalies were found. (B)(4).

Event description:
It was reported about six weeks after implant that the patient's implantable cardiac monitor (icm) popped out of the pocket. It was not known if the icm will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.